Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Upon loading of a 2.25 x8mm promus premier¿ drug-eluting stent on a guide wire, the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.